Manufacturer narrative:
Customer quality investigation of returned device: the investigation has shown that the threaded tip of the extraction screw is broken off as complained. The broken fragment was not returned for evaluation. The review of the production histories revealed that this instrument was manufactured in september 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used as well as the hardness parameters were within the specifications. No manufacturing related issues that would have contributed to this complaint were found. On the returned instrument the relevant dimensions next to the breakage were checked and no deviations were found. The fracture surface is homogenous, which indicates material conformity. Based on these findings a material or manufacturing related issue can be excluded and we have to assume that high applied mechanical force caused the breakage of the instrument. Visual inspection: threaded tip broken off, broken off part not returned for investigation DHR no findings mia: no findings hardness: shaft (B)(4): measured at the time of the manufacturing for 1.4123 at 596-600 hv10 (spec. 600+/-20 hv10) and was found to be good. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Telephone number: (B)(6). Device is not distributed in the united states. A device history record review was performed for the subject device lot number 9610431. Manufacturing location: (B)(4). Date of manufacture: 09. Sep.2015. The nonconformance (nc) issue was, that the shaft radius r 0.4 at pos. 1 was different manufactured (too large), so that the circumferential laser weld seam probably cannot be accordingly performed. The welding seam is performed by an external supplier and was checked visually via microscope by 100 % and additionally checked by torque limiter (first and last peace) if 15 nm requirement is met, both features with the result passed. The complaint issue is a broken tip of the extraction screw. The main product consists of a shaft and a handle. The welding seam connects the handle with the shaft. The tip is at the opposite direction of the shaft located, therefore the welding seam cannot influence the tip condition. The manufacturing orders and also the production orders of the possibly in the main product implemented subcomponents were also checked, with the result, that there were no deviations detected, which could lead to the complaint failure. The staff noticed that the blade extractor had a broken tip. The team had to improvise how to get the blade removed. The surgery was prolonged about 30 to 60 minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the staff noticed that the blade extractor had a broken tip. The team had to improvise how to get the blade removed. The surgery was prolonged about 30 to 60 minutes. No information available about patient condition and outcome. The extraction instrument was already broken before the surgery but it was noticed intra-operatively during a general removal surgery of a nail. There was no patient harm and the surgery was successfully completed. This is report 1 of 1 for (B)(4).